Event description:
It was reported that on (B)(6) 2015 the patient started having sudden severe spasticity and severe pain with his knees drawn up to his chest, and patient had lost use of the lower extremities. Withdrawal was reported. On (B)(6) 2015 the pump was aspirated; the expected residual volume (erv) was 17.5ml and the actual residual volume (arv) was 0ml. The patient¿s situation was being addressed by the healthcare professional (hcp). The manufacturer¿s representative present at the (B)(6) 2015 appointment did not recall any inconsistencies, did not recall filling the pump with less than 40cc. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported. Follow up was conducted to obtain further information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pertinent medical history included cp (cerebral palsy). Regarding the cause of the volume discrepancy the hcp believed the pump was "probably not filled at replacement completely." The withdrawal symptoms had resolved. The type/manufacturer of baclofen, drug lot number, and therapy dates were not reported. No information was reported regarding troubleshooting performed as related to the volume discrepancy.